Event description:
It was reported that the patient had atrial flutter over a period of approximately 14 days. The device was programmed to vvi mode during this time and then programmed back to ddd afterwards. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.